Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation surgery, while the surgeon was doing the distal block, when pushing the guide wire to check if the 4.0mm short pilot drill with ao connector was inside the nail hole, the 4.0mm short pilot drill with ao connector broke inside the patient's bone, the broken piece was left inside of the patient. Surgery was resumed, without any delay, with a back-up device. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the tip broke off. The broken piece was not returned. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The material composition for the device is 17.4 stainless steel. The drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we are unable to make any definitive conclusions on the impact of the retained non-implantable foreign body. However, since the ¿broken piece was left inside the patient,¿ the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be ruled out. It was reported the procedure was resumed using a back-up device without a surgical delay. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation. A fluoroscopic image was provided and confirms a broken device in the distal most hole of the nail. The clinical/medical investigation concluded that, this case reports, the ¿4.0 short pilot drill with ao connector broke inside the patient¿s bone¿ and was retained inside the patient. Reportedly, when the surgeon was pushing the guide wire to assess the position of the device inside the nail hole, the breakage occurred. The provided copy of the fluoroscopic image was reviewed and appears to show an internal fixation device with two intact screws with a broken device in the distal most hole of the nail. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The material composition for the device is stainless steel. The drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we are unable to make any definitive conclusions on the impact of the retained non-implantable foreign body. However, since the ¿broken piece was left inside the patient,¿ the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be ruled out. It was reported the procedure was resumed using a back-up device without a surgical delay. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could be corroborated as the piece was left inside of the patient and a back-up device was needed. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.